Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 37752, serial# unknown, product type: recharger.

Event description:
It was reported the patient had problems charging her implantable neurostimulator (ins). The patient was recently implanted on (B)(6) 2013 and it was reported that at her appointment yesterday, the manufacturer representative had problems charging. It was reported the manufacturer representative was only able to get 2 boxes shaded, whereas the patient was not able to get any boxes shaded. It was reported the patient¿s ins was ¼ full at time of current report. It was reported that the highest number the patient could get when she used the antenna locate feature was 40. The patient was standing while she charged, and reported no communication at one point. The patient got a charging screen with no boxes shaded. Further, the patient did not think her ins was tilted, as she could feel through her skin where the battery was located. Additional information has been requested, but it was not available as of the date of this report. Additional information was received from a manufacturer's representative (rep) via a consumer regarding an implantable neurostimulator (ins). It was reported that the patient had a pocket revision surgery as the ins was always difficult to recharge. The best the patient had ever gotten was 4 bars. A different recharger was used to see if the issue could be the antenna. The pocket revision was successful and could get 4 bars with surgery swelling and fluid. It was noted that the ins was originally implanted too deep.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.